Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter was not powering on. The pt indicated that the alleged meter issue started on, three months prior to event day. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unk date(s)/time(s) after the alleged issue began, the pt claimed that she developed symptoms of sweating, dizziness, and also frequent urination. The pt denied receiving any treatment as a result of the alleged meter issue. The pt reportedly had a backup meter, but is it not clear as to when the pt had the backup meter and if she was able to test before, during, and after the symptoms started. The alleged meter issue was not resolved with troubleshooting. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.